Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead was unable to be implanted due to rv lead entanglement with myocardial tissue. As a result, the rv lead was not used, and a new lead was implanted successfully. An atrial lead was introduced and during implantation, it was noted that the stylet could not be advanced into the lead. The atrial lead was not used, and a new lead was replaced. The patient was stable throughout the procedure.